Manufacturer narrative:
(B)(6). An investigation was conducted and included a review of complaint trending, labeling, manufacturing layout, procedure review, and the material dispatching process from the warehouse. Based on the investigation performed, it was concluded that the most probable cause of the incorrect gauge size vitrectomy cutters in the pouch was human error during the material handling process. Training awareness was conducted to reinforce the importance of adequate line clearance and reconciliation steps as instructed in the current procedures/forms as an immediate correction. Other corrective and preventive actions are in the process of being implemented to address this issue. Additionally, a voluntary recall was initiated on march 30, 2017 because of the possibility that due to this human error, 20 gauge vitrectomy cutter may be found in a 25 gauge package and a 25 gauge vitrectomy cutter may be found in a 20 gauge package. Use of a vitrectomy cutter that is a different size than expected can lead to the need to alter the surgical technique, including conjunctival dissection, incision enlargement and scleral sutures. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported mislabeling of a disposable vitrectomy cutter. A brief description from the surgery center indicated they ordered size 25 gauge disposable vitrectomy cutters but upon opening the package, the actual vitrectomy cutter had size 20 gauge engraved on the device. No patient involvement reported.